Event description:
A malfunction alarm, identified as malfunction code 12, was reported. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump independently before contacting tandem technical support. After confirming the issue did not recur, the customer was advised by the support team to continue using the pump and to call back if the malfunction reappears.